Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed despite multiple attempts. The device was ultimately removed, and hemostasis was achieved with manual compression. There was no reported patient injury. At an approximate 40-degree angle, the device was slowly withdrawn until the pulsatile backflow in the indicator stopped. The device was then withdrawn about 1 cm until the indicator window changed color. The physician, experienced in using exoseal, performed the procedure via left femoral artery puncture with a 5f non-cordis sheath introducer. The patient underwent cerebral angiography. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed despite multiple attempts. The device was ultimately removed, and hemostasis was achieved with manual compression. There was no reported patient injury. At an approximate 40-degree angle, the device was slowly withdrawn until the pulsatile backflow in the indicator stopped. The device was then withdrawn about 1 cm until the indicator window changed color. The physician, experienced in using exoseal, performed the procedure via left femoral artery puncture with a 5f non-cordis sheath introducer. The patient underwent cerebral angiography. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. One image was provided for review. Per the picture analysis, the image shows the distal end of what appears to be an exoseal unit, with the delivery shaft inserted into a sheath containing blood residues. The indicator wire is deployed, and the loop appears to be in good condition. No additional details were observable in the image provided. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/ white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18425399 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during product analysis or picture analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Complaint conclusion: as reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed despite multiple attempts. The device was ultimately removed, and hemostasis was achieved with manual compression. There was no reported patient injury. At an approximate 40-degree angle, the device was slowly withdrawn until the pulsatile backflow in the indicator stopped. The device was then withdrawn about 1 cm until the indicator window changed color. The physician, experienced in using exoseal, performed the procedure via left femoral artery puncture with a 5f non-cordis sheath introducer. The patient underwent cerebral angiography. The product was not returned for analysis; however, an image was provided by the customer. The image shows the distal end of what appears to be an exoseal unit, with the delivery shaft inserted into a sheath containing blood residues. The indicator wire is deployed, and the loop appears to be in good condition. No additional details were observable in the image provided. A review of the manufacturing documentation associated with lot 18425399 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "deployment lever (button) frozen/locked" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug.¿ neither the picture analysis, the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.